Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarm during our testing. No smell insulin or leaking noted. No moisture damage was found on the electronic, motor, vibrator and battery tube assembly during our visual inspection. However, the insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she could smell insulin and her blood glucose level was fluctuating. The customer went to the doctor and her blood glucose went up 700 mg/dl. She was not receiving insulin because the insulin pump was leaking. Troubleshooting was not performed. The customer was advised that the device would be replaced and agreed to return the product for analysis.